Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and noted there have been no abrupt changes in the atrial impedance measurements over the last year. The lowest measurement was 414 ohms and the highest measurement was 657 ohms. The consultant informed the caller that the varying pacing impedance measurements can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. This interaction could result in the oversensing observed clinically. The consultant instructed the caller program off the respiratory rate trend (rrt) feature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system noise and oversensing resulting in inappropriate atrial tachycardia response (atr) events. No adverse patient effects were reported.